Manufacturer narrative:
Correction: the product details reported on the initial report are not correct. The details of the implant fixture are currently unknown. Should the device details become available, a supplementary report shall be submitted.

Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration. There are no plans to explant the device and to reimplant the patient with a new device as of the date of this report. It was reported that the patient continues to use the processor on a soft band.